Event description:
Information received by medtronic indicated that the insulin pump was damaged at along battery side. No harm requiring medical intervention was reported. The device will be returned for analysis

Manufacturer narrative:
(B)(4). Retainer ring ¿ missing ,pump was returned for alleged damage to the battery tube on (B)(6) 2021. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: pillowing keypad overlay, scratched case, serial label damage (slight fading), cracked battery tube threads, cracked keypad overlay and minor scratches on lcd window. Damage on battery tube confirmed. Missing retainer ring confirmed